Manufacturer narrative:
B3. Date of event: reported information indicates erosion occurred in 2020, exact date of event is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the implanted inflatable penile prosthesis (ipp) was explanted due to an erosion. This was procedure to reimplant ipp. No further patient complications were reported.